Event description:
A physician placed an xact stent in the patient's right internal and common carotid artery. After the procedure the patient experienced an episode of bradycardia and hypotension. The patient was treated with dopamine and four days later, was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.